Manufacturer narrative:
Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The most likely cause is patient factors.

Event description:
Edwards reviewed article short- and mid-term results of pulmonary valve replacement with the inspiris valve the annals of thoracic surgery (2023), doi:https://doi.org/10.1016/j.athoracsur.2023.07.049. One patient with a 11500a aortic valve implanted in the pulmonary position for one year, one month, underwent tpvr for thrombosis with associated hemodynamic collapse due to severe pulmonary regurgitation and rvot obstruction.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.